Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4).

Event description:
The event was reported by a costumer from (B)(6): "power cord doesn't work well. We have a problem concerning the power supplies for sapphire pumps. We have changed many recently. Either the power cord doesn't work well or the box is opened and all the wires are out for the world to see (see picture # 1). I've seen also on one of the edges, cold welds and traces of copper torn. Another board had a white residue that resembles thermal paste (see pic # 2) most of the time the boxes are open, we have remarque that the condenser that we see on picture # 2 doesn't hold in place delay in therapy: unknown. Need for medical intervention: unknown. Patient involved: no patient involvement was reported".